Event description:
The doctors report that the scissors in this suture removal kit are dull and hard to use. There are also a pair of tweezers, which the doctors report when they grab the suture, the suture will slip out.